Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4) , model: sc-2218-50, serial: (B)(4), batch: 7082356.

Event description:
It was reported that the patients leg was unable to move after undergoing a procedure where the scs system was re-implanted.

Event description:
It was reported that the patients leg was unable to move after having the scs system re-implanted. Additional information was received that the patient is doing better from his last programming session. The patient is able to move his legs and has normal procedural pain in his back that occurred right after the surgery. The device does not seem to be the cause of the pain and the physician reported that the patient was healing normally.